Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker dependent patient presented for a routine generator change. During the procedure, insulation damage was noted on the patient's right ventricular lead. The lead was removed and replaced. The patient was stable.